Event description:
During the implant procedure, while using the medtronic catheter passer, a vein was punctured and the patient experienced bleeding. Physician made a third incision, located the vein, used cautery, and sutured to stop the bleeding. This resolved the issue.